Event description:
Boston scientific received information that this pacemaker was pacing at the maximum tracking rate (mtr). It was reported the patient underwent a non-device related procedure and the mtr pacing was observed on a telemetry strip. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed to mitigate the high pacing rate. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.